Event description:
It was reported by service report that the fowler was broken presenting sharp edges and the fowler couldn't be raised, lowered or support a pt's weight. The customer could not determine if there was pt involvement; however, no adverse consequences were reported.